Event description:
It was reported that the customer had an ambulance involved in an ambulance accident while transporting a critical patient on the ambulance cot. It was reported that the patient required further evaluation after the accident event, further information was not provided. This event is being reported for the potential user injury that occurred while being transported on the ambulance cot during the accident event.